Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices tested with clinical hcg-negative urine produced negative results at the read time. All results met the qc specification. No false positive results were observed during in-house testing. A review of manufacturing batch records did not uncover any abnormalities. A root cause could not be determined from the information provided by the customer.

Event description:
It was reported that on an unspecified date, the customer received false positives on the pro advantage hcg urine cassette. It is unknown if any confirmation testing was performed. No further information was provided.